Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/26/2014. (B)(4).

Event description:
A nurse reported that during surgery, irrigation was not working. The case was completed without harm to be pt. Additional info has been requested.